Manufacturer narrative:
Reason for reoperation reported as deflation.

Event description:
Patient reported a left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Concomitant medical products: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture. Manufacturer of device is unknown. The device remains implanted.